Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported the patient observed an informational power on reset (por) code. The por was not related to an over-discharge (od) event. The patient reported they did not feel stimulation and noticed the por on the patient programmer. The patient last charged her ins 4-5 days prior to call. The patient was not aware of any sources of emi. The patient checked her settings on the patient due to not feeling stimulation and noticed the por. The patient was walked through clearing the por with the patient programmer. After reaching the clock screen, the patient was able to return to therapy screen and turn the ins on without assistance. The patient noticed the low battery screen on the patient programmer, so she replaced batteries and confirmed that the ins was on and noted that the ins battery was also full. The por was successfully cleared. Therapy turned back on and patient could feel stimulation. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the por was fixed over the phone with patient services. The patient is not sure of the por code observed, but the ins would not turn on using their programmer or charger. No further information was reported.